Manufacturer narrative:
A ge service representative performed an on site investigation. The failure was verified. Adjusted the camera centering and collimator size for all mag modes. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the collimator size was too large on the 9800 system. This was a regulation issue because radiation was outside the image size. No patient involvement or injury reported.